Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited low pacing impedance. No interventions were performed. The patient was stable.